Event description:
Sorin group (B)(4) received a report that the flow rate from the gas blender increased from the set rate multiple time during a procedure. There was no report of pt injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 gas blender system. The incident occurred in (B)(6). This MDR report is being submitted on behalf of the device manufacturer - sorin group (B)(4). To resolve an FDA inspectional observation, the sorin group (B)(4) MDR procedure was revised. As committed to FDA's office of compliance, a retrospective review of customer complaints is being performed and mdrs will be submitted in accordance with the revised procedure. This MDR is being submitted beyond the 30 day reporting requirement as it was identified during the retrospective review. The gas blender was returned to sorin group (B)(4) for evaluation. During the evaluation, it was determined that the issue was caused by a defective measurement bridge. The defective part was replaced and the issue was resolved. The repaired gas blender has been returned to the customer and no further issues have been reported.